Event description:
Legal counsel for the patient reported that patient underwent a right total hip arthroplasty on (B)(6) 2012. Subsequently, patient was revised on (B)(6) 2013 due to alleged pain, discomfort, soreness, dysfunction, loss of range of motion, metal poisoning and metallosis. The cup, head and taper were removed and replaced with a competitor cup and biomet head. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified. Additional information received in patient¿s medical records noted the revision was due to pain, loss range of motion and elevated metal ion levels. Patient¿s medical records further noted the presence of a pseudotumor, cyst, abductor muscle destruction, metallosis, a blackened nodule, necrotic metal debris, joint effusion, greenish-gray-black fluid and alval.

Manufacturer narrative:
The follow-up report is being filed to relay additional information that was unknown at the time of the initial medwatch. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects: ¿elevated metal ion levels have been reported with metal-on-metal articulating surfaces.¿ and ¿intraoperative or postoperative bone fracture and/or postoperative pain.¿ and ¿material sensitivity reactions.¿ and "inadequate range of motion due to improper selection or positioning of components." This report is based on allegations set forth in patient's complaint, and the allegations contained therein are unverified.

Event description:
It was reported that patient underwent total hip arthroplasty on an unknown date. Subsequently, patient was revised on (B)(6) 2013 allegedly due to clanking, metal wear, and bone overgrowth resulting in a levering action on the head. The cup, head and taper were removed and replaced with a competitor cup and biomet head.

Event description:
Legal counsel for the patient reported that patient underwent a right total hip arthroplasty on (B)(6) 2012. Subsequently, patient was revised on (B)(6) 2013 due to alleged pain, discomfort, soreness, dysfunction, loss of range of motion, metal poisoning and metallosis. The cup, head and taper were removed and replaced with a competitor cup and biomet head.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. This report is number 2 of 3 mdrs filed for the same event (reference 1825034-2013-01692 / 01694).

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.